Manufacturer narrative:
The investigation was just started. The results will be provided in a follow up report.

Event description:
It was reported gases are coming out too hard and too fast through the exp flow sensor, it also makes a very loud noise when this happens. The breaths go flat. It is intermittent. There was no patient injury reported.

Event description:
It was reported gases are coming out too hard and too fast through the exp flow sensor, it also makes a very loud noise when this happens. The breaths go flat. It is intermittent. There was no patient injury reported.

Manufacturer narrative:
The affected device was examined onsite by dräger service technician and a faulty flow sensor cable was identified as root cause of the event. During the repair measure it was noted that the faulty cable was not an original replacement cable. The log file as well as the service report were furthermore made available for further investigation at the manufacturer¿s site. Based on the investigation a signal/contact issues in the flow measurement could be confirmed. Therefore, it was verified that replacing the flow sensor cable was the correct remedy. The measurement of the expiratory flow is being used for control and monitoring of the ventilation. In case the connection to the flow sensor is lost, the device generates a visual and audible alarm. In case the delivered flow deviates due to this issue, the device generates a visual and audible alarm as soon as the set alarm limits for pressure, volume or leakage are exceeded. The affected device was successfully tested according to the manufacturer¿s specification and released for next use. A new revision of the cable harness flow sensor has been developed with improved contacts and is available as a spare part. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.